Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/01/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings:the complaint of a blank display could not be confirmed or duplicated on investigation. The pump powered on to a fully functional display. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked in two places and there was rust/corrosion found in the battery compartment. Leak testing revealed leaks at the battery compartment and near the bottom corners of the display lens. The pump casing was opened and there was no further indication of internal moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.